Event description:
It was reported that the external pulse generator was not working. The generator has been returned for service. Follow-up was unsuccessful in determining whether there was any patient involvement associated with this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of "not working" though it did note that the cover ring attachment and ring attachment were missing, that there was a vertical line visible in the lower display though it was further noted that it was considered "acceptable" and that the battery contacts were visibly contaminated. The device passed its incoming functional test and its self-test. The device was cleaned, the ring attachment and ring attachment cover were replaced, the visible signs of contamination were removed from the battery contacts and it was retested and passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.